Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were not feeling stimulation and the issue began on saturday. Patient stated they were using the recharger to charge their implant and it is fully charged but the ins will not turn on. During the call patient service walked patient through using the patient programmer to check their settings. Patient noted they were on group b patient increased the stimulation to 10. 0 and noted they could not feel the stimulation. Pt noted that on saturday when they increased stim, they could feel stim if they were laying down but no other time. Pt stated he tried to increase stim on group a but they could not increase stim. The patient was redirected to their healthcare provider to further address the issue. Patient service sent an e mail to the local field reps to notify them of patient call. Additional information was received from the patient. It was reported that about a week ago and the rep assisted pt with setting it up and changed it from group b to a and turned it on.pt said "thanks god because I was in so much pain". Pt was grateful that the rep helped them. Pt mentioned they will have ins replaced because ins is obsolete and one of the leads is not there wherever it goes to. Pt also reported that rep found out battery is dying and one of the leads is disconnected and they are supposed to be setting something up. Pt states the rep changed groups and the device was working.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2015, and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 24-jun-2019, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 07-oct-2019, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.